Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a lack of pain relief coverage as well as stimulation would not increase in amplitude. Reprogramming was attempted to no avail. Reportedly, diagnostic testing confirmed high impedance values on multiple contacts. As a result, x-ray images were ordered as the next course of action. Subsequently, surgical intervention was undertaken on 02 july 2018 wherein the existing lead was repositioned with no improvement in the impedance issue. During the procedure, the physician decided to open the ipg pocket wherein the lead tails were twisted and kinked. Reportedly, the existing lead was explanted and replaced with a new lead of the same model. In turn, the new lead was inserted into the existing ipg which resolved the issue.